Event description:
Healthcare professional reported "extremely difficult to remove from the box, couldn't remove the sterile breast implant plastic container from the nonsterile one and the two plastic containers were "sticking" together and they ended up taking the implant directly from the package onto the field". Device remains implanted and device packing will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events tyvek or thermoform sticking and use error was received on april 29, 2026, with lot number (only thermoforms received, device not received). Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: not observed through visual inspection. ¿ use error: unable to observe through visual inspection. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "couldn't remove the sterile breast implant plastic container from the nonsterile one and the two plastic containers were 'sticking' together".

Event description:
Healthcare professional reported "extremely difficult to remove from the box, couldn't remove the sterile breast implant plastic container from the nonsterile one and the two plastic containers were "sticking" together and they ended up taking the implant directly from the package onto the field". Device remains implanted and device packing will be returned.